Event description:
The reporter contacted animas on (B)(6) 2014 alleging an occlusion issue. The reporter stated that the patient had a blood glucose (bg) of 592mg/dl with symptoms of dehydration (dizzy, lightheaded), nausea, vomiting, confusion, rapid, deep breathing, and large ketones. The patient was hospitalized and treated with IV fluids. This report is being made due to the bg excursion the patient experienced due to an alleged occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the black box shows occlusion alarms on (B)(6); the force at time of occlusions is high. On (B)(6) 05:46 occlusion alarm with high force; deliveries resumed at 06:31. On (B)(6) 01:55 occlusion alarm with high force;deliveries resumed at 02:06. Rewind, load cartridge, and prime steps performed successfully with no alarms. Pump is detecting correct force at 5lbs. Pump exercised for 24hrs with no occlusions occurring. Cartridge cap/battery cap were not returned; test caps used for testing. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unidentified high force was observed in the black box; force sensor calibration check measured in within specifications. Battery compartment is cracked at the bottom near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.